Manufacturer narrative:
The explanted ipg passed visual and performance tests done. A visual inspection of the paddle lead showed that it was cut at the end. Electrode #8 was also completely dislodged from the paddle lead. The damage done to the paddle lead is consistent with damages done during an explant procedure. A review of the sterilization documentation of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional information was received that location of the dislodged contact off the paddle lead which was not returned for analysis is unknown.

Event description:
A report was received that the pt had an infection. The pt's symptoms were fever, chills and drainage at the incision site. The pt was explanted and prescribed IV antibiotics.

Event description:
A report was received that the patient had an infection. The patient's symptoms were fever, chills and drainage at the incision site. The patient was explanted and prescribed IV antibiotics.

Event description:
A report was received that the patient had an infection. The patient's symptoms were fever, chills and drainage at the incision site. The patient was explanted and prescribed IV antibiotics.